Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled. The event could not be confirmed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw "became not to open", so the jaw was opened by returning the trigger to the home position by hand. The event occurred about five times in a row. It was unknown which firing the event occurred on. Another device was used to complete the case. There were no adverse consequences for the patient.